Manufacturer narrative:
MDR is a duplicate of which was filed on (B)(6) 2022. MDR was filed on (B)(6) 2022. No follow up report will be filed for all reporting for this issue will be reported under MDR 2518422-2022-01861.

Event description:
The manufacturer received information alleging visualization of particles in the tubing/ chamber. The user alleges shortness of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.